Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 16-aug-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received loose in a bag. The complaint device was inspected under magnification. The complaint device was received cut in half and the haptics were straightened/damaged. The lens was cleaned and damage to the drill hole of one half. Complaint issues "unspecified injury" and "explant" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications and the complaint issues reported could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section b-3: date of event: unknown/asked information was not provided. The best estimation date is between 11-jan-2024 and 24-jul-2024 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the zma00 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Due to unknown reasons, the iol was explanted in a secondary surgical procedure. Information about the replacement iol information is unknown. During the lens exchange procedure, there was no incision enlargement, serious patient injury, sutures, and vitrectomy. Patient outcome post-lens exchange was reported as lens exchanged. No further information is available.